Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The date of the event is an approximation. The event was initially reported via email by a healthcare professional, who stated that the patient experienced a continuous glucose monitoring (cgm) accuracy issue on an unspecified day following sensor insertion (insertion site not provided). On (B)(6) 2025, the patient¿s physician reported that the patient developed diabetic ketoacidosis (dka) due to the cgm device displaying inaccurately low glucose values. The patient self-managed based on these falsely low readings, which led to severe hyperglycemia. No additional details regarding the patient¿s symptoms, medical history, or treatment were provided. Identifying patient information was not disclosed to dexcom; therefore, dexcom technical support was unable to contact the patient directly. Attempts to obtain further clarification from the reporter were unsuccessful. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.